Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6074072. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 22 g x .25 mm bd venflon pro safety peripheral safety IV catheter with injection valve did not activate after use. There have been occasions when the staff had to manually pull the cover and users claim that there is a resistance when they want to completely pull out the needle. There were more than three separate incidents that occurred on (B)(6) 2016. There was no report of injury or medical interventions related to the safety mechanism failure.

Manufacturer narrative:
Results: although it was initially reported that no samples were available for evaluation, the customer returned six samples; one used unit and five unused units, for evaluation. A visual inspection of he used device revealed the safety mechanism to be activated and the needle tip was not able to be observed. A visual inspection of three of the unused samples revealed no blunt needle tips. A penetration force test was conducted on two of the unused samples and the results were within specification. A separation and withdrawal test was performed on two unused samples and the results were within specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6074072. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer's indicated failure mode.